Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a turbohawk device during treatment of a calcified and plaque lesion in the patient¿s superficial femoral artery (sfa). Moderate vessel tortuosity and severe calcification are reported. Lesion exhibited 80% stenosis. IFU was followed and the device was prepped without issue. Pre-dilation was performed. Resistance was noted during advancement of the device. It is reported during the procedure tissue was unable to be flushed from the device during cleaning outside the patient due to damage to the cutter head. The cutter was outside the housing there were no detached components or chips missing from the cutter. The device was replaced to complete the procedure. No patient injury reported.

Manufacturer narrative:
Device evaluation the device was received with the cutter in the cutter window. Biologics were also noted in the cutter window and in the proximal end of the housing. It was attempted to flush the biologics from the housing, but this was unsuccessful. The device was immersed in water overnight and the biologics were removed from the cutter window using a tweezers. Slight damage was noted to the cutter. An attempt to move the cutter was made but the thumbswitch could not be activated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it is reported the damage occurred when the device was removed from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.